Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working. It was noted that the system was empty due to a tubing fracture where the tube was connected to the pump. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working. It was noted that the system was empty due to a tubing fracture where the tube was connected to the pump. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The ms pump kink resistant tubing (krt) was worn down to the filament. The ms pump passed the leak test and did not pass the inflation test or the activation test. Both cylinders were visually inspected, leak tested, and pressure tested. Both cylinders had buckling folds in the middle of the cylinder and passed the leakage test and the pressure test. The allegations of mechanical issue were confirmed, and hole/perforate and fluid leak was not confirmed as no holes or leaks was identified during product analysis.